Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they are not feeling any stimulation. Patient confirmed therapy was on in group b; patient stated they typically use group b. Patient reported program 1 at 0.0 and noted this is normally at 0.6. Patient increased to 0.6 and stated they still did not feel stimulation. Patient reported controller and implant both at 100%. Patient switched to group a and reported program 1 at 4.5; patient noted they did not feel stimulation. Patient changed back to group b and increased intensity to 0.8, noting they still felt nothing. Agent reviewed patient can continue increasing intensity within group b to determine if they are able to feel any stimulation, but redirected to doctor (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.